Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the device or any visual evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
The product, at the time of infusion, leaked between the skin support flap and the tube of the catheter.